Manufacturer narrative:
Updated section: g6, h2, h3, h6, and h11. The device was not returned, but the customer test report along with a picture was provided for review. A review of the provided picture does confirm the occurrence of errors 401 and 316. The failure was deemed critical and cannot be used for patient ventilation. The device log is not available for review and the customer was advised to contact an authorized distributor for repair. Despite a follow-up with the customer for an update, no response has been received.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that the device experienced technical failure 316. Complainant did not indicate that there was any patient involvement in the reported malfunction.